Event description:
It was reported that the implant broke during insertion. A spare device was available. All broken pieces were retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.